Manufacturer narrative:
During annual service, the autopulse platform (B)(4) displayed an error message user advisory (ua) 17 (max motor on time exceeded) during initial functional testing. Motor drive train was replaced to remedy the fault. Following the repair, autopulse passed all the tests with no issue or faults observed. Visual inspection was performed and no physical damage was noticed. As part of routine maintenance, the platform was subjected to a load cell characterization testing and it passed all the testing and meets all required specifications.

Event description:
During initial functional testing of the returned autopulse platform for annual service, the device displayed "ua 17 (max motor on time exceeded)" error message.